Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle broke off while suturing the vaginal cuff and was located under fluoro but was unable to be retrieved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that when taking suture bite through the vaginal cuff, the suture needle broke in half, staying with the vaginal cuff. Suture needle was located through fluoroscopy and attempted to be removed. The suture needle was irretrievable. The patient was dismissed to home. The procedure was delayed by 30 minutes or greater but no adverse affect resulting from the extended time were not reported.